Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured, distal conductor blood/body fluid (not obstructed), outer insulation separation. Proximal segment returned and analyzed. Additional analyst comment - the breached outer insulation from depression is only breached through the connector sleeve and not to the coil.